Manufacturer narrative:
Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approx 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect the specimen. The physician stated it was unlikely the back pain and pneumothorax were related to the system. However, in an abundance of caution, the co is submitting this MDR to ensure compliance with 21 cfr part 803 and will undertake trending of this and other literature identified risks associated with interventional pulmonary procedures.